Event description:
There is a problem with alaris bd infusion pump. Pumps are programmed so that when computer programmed IV volume reaches zero pump arbitrarily cuts infusion rate to 20mls/hr. This is extremely dangerous especially in acute care settings and negates the purpose of a "continuous infusion". In this specific case, acutely ill hypertensive patient on max dose nicardipine at 75 mls/hr. Each bag contains 200mls. So at the minimum 9 times per 24 hour period IV infusion rate is automatically cut by more than 60 percent. If rn is not present in room or is busy with another patient this creates a potentially dangerous scenario for the patient. IV pumps should never reduce flow rate. This feature serves no purpose and should be banned. This pump violates the 5 rights of medication administration (right dose). In 2016 (B)(6) university released study citing more than 250,000 patients dies each year related to medical errors, making it the third leading cause of death nationwide. Alaris claims their pumps are widely used with this dangerous feature nationwide. This is a frightening thought. How many patients have already been harmed or have died because of this unnecessary programming feature? Is it unconscionable to allow this feature to remain in clinical areas. The pump programs must be updated in the name of patient safety. I am charge nurse in busy critical care unit with nearly 12 years bedside experience. This programming feature is a fatal flaw and must be addressed.